Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer

Event description:
It was reported that the gastrointestinal videoscope exhibited cleaning brush blockage during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.